Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Displacement test was not performed due to motor error alarm. The device had missing end cap sticker and cracked reservoir tube lip.

Event description:
The customer reported via phone call, the insulin pump had alarmed motor error. Customer attempted to clear the alarm but it would not clear. Customer's blood glucose was unknown. Customer stated the insulin pump was not dropped or exposed to high blood glucose levels. The customer was advised to discontinue use of the insulin pump and revert to their back up plan. The insulin pump was returned for analysis.